Event description:
It was reported that a patient underwent a cardiac ablation procedure and when the octaray was inserted, the physician felt resistance within the sheath. Octaray was removed from the patient¿s body. It was confirmed that the distal tip of the insertion tube had come off, and the sheath was collected. The vizigo short was replaced, and the procedure continued. The insertion tube was used as it was, with the fallen tip, and the octaray was not replaced, allowing the procedure to continue. Additional information was received which indicated that the resistance was felt during the advancement of the octaray inside the sheath. The distal tip of the insertion tube had remained inside the sheath and the whole system was removed from the patient¿s body, and the physician confirmed outside the body that the tip was retrieved. There are no residuals remaining in the patient¿s body. It was confirmed that the insertion tube was slightly pushed into the sheath valve, but it was within the proper usage range. The possibility of excessive pushing is low. The resistance in the sheath was judged to be caused by the tip of the insertion tube, and the vizigo sheath was removed. At the physician's decision, the vizigo sheath was cut, and the tip of the insertion tube that remained in the sheath was retrieved. After that, a new vizigo sheath was taken out from the sterilized package and inserted. The procedure was continued, and it was successfully completed. No adverse patient consequences were reported.

Manufacturer narrative:
The product has not been returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure and when the octaray was inserted, the physician felt resistance within the sheath. Octaray was removed from the patient¿s body. It was confirmed that the distal tip of the insertion tube had come off, and the sheath was collected. Device investigation details: according to pictures provided by the customer, it was observed that a grey object was inside the vizigo sheath hub. This object could be related to the insertion tube from the octaray device detachment reported by the customer. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination were performed. Visual inspection revealed that the introducer's distal part was detached. A microscopic examination was performed on the introducer and a mechanical damage (stress marks) were observed all along the introducer and the detached part. Per the conditions observed, a sem (scanning electron microscope) analysis and a supplier investigation were performed. Based on the sem results, the introducer's soft tip was apparently correctly attached to the introducer. Further investigation was performed with insertion tool supplier which included a review of documentation, inspecting retains, tensile results, bonding and ID and od dimensions was performed; however, no relation with a specific lot or assignable root cause was found. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The introducer and resistance with sheath issues reported were confirmed, as the introducer's soft tip condition observed can be related to the event reported. The potential cause cannot be determined with the information available. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).